Event description:
Qdot micro bi-directional navigation catheter. Catalog#: d139505, inserted through sheath into patient body. Unable to zero. Sensor error on catheter. Catheter removed and new catheter inserted. New catheter had no issues. No patient harm.